Event description:
It was reported that this patients device was unable be interrogated in the clinic. Additional information was received by the field representative that this patients device system had been previously explanted approximately one year ago due to infection, and replaced with a non boston scientific device which was the device attempting to be interrogated. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.